Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in procedure when the issue occurred and moved to another room to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system lost live image and after rebooting the system, it remained at 0. Review of the system log file did not show the grabber card errors. The fse replaced the flex pc, installed the hard drive, configured and ran diagnostics. After replacement of the flex pc and installation of the hard drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evalution method code was corrected.

Event description:
It has been reported to philips that the system lost live image. After rebooting the system, it remains at 0. There was no reported patient or user harm. The patient was moved to another room to complete the procedure.